Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), product type lead. (B)(4).

Event description:
It was reported that during the procedure the patient felt the stimulation in the ¿areas of pain.¿ after the surgery the patient was given an explanation of how to use the equipment but it was not effective. The next day the patient attempted to turn on the implantable neurostimulator (ins) but did not know how. Basic functionality of the device was reviewed and the patient was able to turn on the device. That evening the patient experienced severe pain in the hip where the device had been implanted. The healthcare professional (hcp) advised the patient that it was probably a hematoma from the surgery. Treatment was prescribed for the hematoma by the hcp and the pain decreased. About one week later the incisions were examined particularly the one with the hematoma. At this time the patient no longer had pain around the device incision. The patient also scheduled an appointment with the hcp to ¿fine tune¿ the device to reduce the lower back pain. The incisions were examined and ¿everything looked normal.¿ then the patient scheduled another appointment with the hcp to ¿fine tune¿ the device. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported that the patient¿s concerns were addressed.